Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Additional information has been requested, however, not yet received regarding clarification of events related to this patient. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "2y po valve is blocked. Explanted." All med watch submissions related to this report are: 3004721439-2018-00239, 3004721439-2018-00240 (this report).

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. An adjustment test, braking force and brake function test is not applicable as this is a fixed pressure valve. A visual inspection of the shunt assistant was performed. No significant deformation or damage of the valve was detected. Next we tested the permeability of the valve. The results indicate that the valve is occluded. The valve was dismantled and inside the valve we have found a buildup of substances likely protein. Based on our investigation, we confirm that the valve is occluded likely due to the buildup of protein observed. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Associated report: 3004721439-2018-00239.

Event description:
Clarification received regarding event details: "in 2014, a shunt was implanted into the patient, which was replaced by the g67698c81534 shuntsystem in 2016. The shuntsystem g67698c81534 was then explanted on (B)(6) 2018 and sent to us for investigation on (B)(6) 2018. It is not known which valve was implanted from 2014 to 2016."